Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that there was a safety engagement failure that resulted in an over infusion of phenylephrine was not able to be confirmed from the information made available and the issue could not be replicated during the investigation testing. The requested pcu logs were not provided by the facility. The pump module event log which has limited information such as the infusion rate, volume to be infused (vtbi), door open and other associated pump module specific alarms. The drug programming selection cannot be ascertained from a pump module event log therefore the infusion of phenylephrine cannot be confirmed. The pump module event log details only showed that it was attached to the pcu s/n: (B)(6) on the date (B)(6) 2024 at the time of 9:24 am when it was powered on. The last event for the same period was a safety clamp open alarm that is believed to be from an insertion of the administration set. The inspection and testing process did not find any existing malfunctions and the door latch/sear assembly was properly functioning by successfully closing the administration set safety clamp when the door was opened. The administration set was requested but not provided to bd for investigation; therefore, it could not be inspected or tested. Root cause: the root cause for the reported issue that there was a safety engagement failure that resulted in an over infusion of phenylephrine was not able to be identified. The pump module was not found to have a broken/damaged sear assembly, and it passed functional testing of the sear¿s ability to close the administration set safety clamp upon door opening as designed.

Event description:
It was reported that on (B)(6) 2024, the large volume pump module's safety engagement feature was broken and did not engage. This subsequently resulted in approximately 20 cc of phenylephrine 200 mcg/ml infusing into the patient before it could be clamped. The patient experienced an immediate increase in blood pressure which required propofol and nitroglycerin for treatment.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2024, the large volume pump module's safety engagement feature was broken and did not engage. This subsequently resulted in approximately 20 cc of phenylephrine 200 mcg/ml infusing into the patient before it could be clamped. The patient experienced an immediate increase in blood pressure which required propofol and nitroglycerin for treatment.